Manufacturer narrative:
The aquabeam console was returned for investigation. During functional testing, an e03 error was reproduced during priming attempts, confirming the reported event. The aquabeam console was disassembled and the encoder was observed under magnification. A layer of oil was observed on the encoder lens and sensor. The root cause of the issue is design and is being addressed through procept's quality system. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam console/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults, e02 - console error, release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Adverse event problem: 6. Component code component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup that the aquabeam handpiece and aquabeam console stopped priming and the aquabeam robotic system generated an "e02 - console error." The issue was able to be resolved, however, upon re-priming, the aquabeam robotic system then generated an "e03 - console error." Despite multiple troubleshooting attempts and replacing the aquabeam handpiece, the issue could not be resolved. The treating surgeon ultimately made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.